Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that the device was used during a bilateral laparoscopic inguinal hernia repair, the anchors would not seed. Completed case with the second device. There was no consequence to the pt.